Event description:
Allegations of symptoms of systematic lupus erthematosis, arthralgia, night sweats, neurological symptoms including cognitive dysfuncton, immune mediated skin rash, sicca symptoms, neuropsychiatric symptoms, serologic abnormalities, polyarthritis, raynaud's phenomenon and restrictive lung disease.